Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that stenosis is listed in the xience xpedition everolimus eluting coronary stent systems, instructions for use (IFU), as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that following the (B)(6) 2015 catheterization, the patients plavix was re-started after being discontinued since (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2013 ck-mb = 2, normal upper limit 8 ng/ml. (B)(6) 2015: electrocardiogram = no myocardial infarction. (B)(6) 2015 (16:47): creatinine kinase-myocardial band (ck-mb)=1 ng/ml, normal upper limit 8. (B)(6) 2015 (16:47): troponin I=0.01 ng/ml, upper reference limit 0.10. (B)(6) 2015: electrocardiogram(ECG)=no new myocardial infarction. Concomitant products: aspirin, clopidogrel, stent: xience xpedition 3.5x23. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience xpedition stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion and a 3.0x33mm xience xpedition stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015, re-stenosis of the mid rca, 3.0x33mm xience xpedition stent and a positive stress test was noted. On (B)(6) 2015, the patient was hospitalized and another revascularization was performed, placing an unspecified stent in the mid rca. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.